Event description:
No information accompanied the returned device. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.